Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified contaminants were observed in an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This was noticed while inspecting the product, after the filling process. There was no patient involvement. No additional information is available.